Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed a low voltage measurement below the rmd threshold occurred and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that data reports were not available from this cardiac resynchronization therapy pacemaker (crt-p) stating that "device data failed". It was noted that the data transmission was stuck in new transmissions, which occurred shortly after recent software update and magnet application. Engineering analysis of device data found that remote monitoring was disabled, and radio frequency (rf) telemetry was deactivated due to two low loaded battery voltage measurements. Technical services (ts) recommended device replacement. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that data reports were not available from this cardiac resynchronization therapy pacemaker (crt-p) stating that "device data failed". It was noted that the data transmission was stuck in new transmissions, which occurred shortly after recent software update and magnet application. Engineering analysis of device data found that remote monitoring was disabled, and radio frequency (rf) telemetry was deactivated due to two low loaded battery voltage measurements. Technical services (ts) recommended device replacement. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.